Event description:
A technician was working on a hydratherm. He reported: it was plugged in. I typically don't do the repair when it's plugged in. I noticed the spark while testing. When I pressed the r2 clip to make sure it was properly connected I a saw a blue spark through the white plastic of the clip. I also felt it. I did this to other hi low clip before this one and this did not happen. There was no leaking but it also would not heat the water. I did this while on the phone with them following their instructions. They didn't specifically say the check to make sure the clips were clipped all the way but I figured it was something worth trying and I didn't use any tools just my hands. Changed all the parts it still didn't work. I called (B)(6). While testing I noticed the r2 clip would spark and shock me when I pushed it together. Per instruction manual: page 4, top right column: "the following labels are located on the electrical enclosure in the rear of the unit - warning hazardous voltage - this unit is to be serviced by trained personnel only. Hazardous voltage: high voltage is present in the electrical enclosure located in the rear of the unit. Service should be accomplished by trained personnel." Left column, dangerous voltage: text with a "dangerous voltage" indicator serves to inform the user of possible hazards resulting in an electrical charge. Left column, warnings: text with a "warning" indicator explains possible safety infractions that could potentially cause serious injury and equipment damage.